Event description:
Per documentation, angioplasty balloon ruptured during bilateral iliac angioplasty and stent placement for recurrent claudication. Percutaneous attempts to retrieve unsuccessful. Pt sent to operating room for removal of an intervascular foreign body that was occluding the proximal left superficial femoral artery. Pt discharged (B)(6).